Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the transformer is shorted. Additional malfunction is the wiring harness was burnt.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.